Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer calling on behalf of wife. She ran blood test at 4:49 pm and meter read 138mg/dl - nonfasting. She used another meter and read 300mg/dl, five min later. Patient is on metformin 500mg twice a day. Reviewed memory: 138mg/dl 4:49pm on (B)(6); 253mg/dl 1:47pm on (B)(6); 211mg/dl 1:38pm on (B)(6); 228mg/dl 10:09 am (B)(6); 135mg/dl 5:54pm on (B)(6). Customer's average is from 128mg/dl to 138mg/dl.